Manufacturer narrative:
Correction pump was incorrectly reported as a spirit combo pump rather than a spirit pump. This report corrects that.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump turned off without any warning, no alarming, vibrating and nothing is shown on the screen. No adverse event reported. Requested return of the alleged device for evaluation.